Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported events is likely due to failure of the pressure sensor (cr) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during a therapeutic procedure, the insufflator powered off and restarted without permission; the alarm sounded and power suddenly turned off. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as the reported problem was reproduced. During the device evaluation, it was revealed that the error sound generated was due to printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.